Manufacturer narrative:
Medical product: liner neutral 36 mm i.d. Size oo for use with 64 mm o.d. Size oo shell; catalog no#: 00-8751-016-36; lot#: 61793338. Unknown sleeve; catalog no#: unknown; lot#: unknown. Therapy date: (B)(6) 2017. The manufacturer received product return document, work request, confirmation of lot email and images for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to unknown reason.